Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. A visual summary analysis of the lead indicated damage at implant. Analysis found the overlay tubing of the lead was extrinsically breached due to a cut and blood ingress underneath the overlay tubing and outside of the outer insulation. The overlay tubing breach did not affect the lead electrically.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited oversensing with intermittent p-wave sensing and high frequency noise with the header connected. The lead was deployed numerous times as a poor r-wave was present on the septum and apically. To remove and replace the rv lead, the physician damaged the insulation which was visible. The rv lead was not used and a different lead was implanted on the rv free wall close to the tricuspid valve. It was noted that there was a query of perforation and an echocardiogram was planned post-procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.